Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not explanted as of this report, issue with autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085901. (B)(4). Product name:unk_gel implants/notes: it was reported via FDA mw 5085901 that a patient of unknown age who underwent breast prostheses implantation with mentor gel implants on (B)(6) 2008 reported breast implant illness due to her mentor implants. The patient reported autoimmune disease, thyroid removal, symptoms of heart attack, horrible joint aches , muscle stiffness, vertigo, hair loss, tinnitus, bloating, stomach pain, back pain, intermittent metallic taste in her mouth , vision issues, depression, anxiety, etc. I was hospitalized [date redacted] 2019 due to heart attack symptoms and was diagnosed with tia (as symptoms presented as heart attack/ stroke). Tia diagnosis was due to no permanent damage and no lingering affects. The patient reported she has been feeling like she's dying for a couple years now, just this constant state of knowing her body and knowing something is seriously wrong. Too many to count. The patient reported she has been researching breast implant illness and hopes to get the devices removed. No date of explantation was reported. No device issue, such as rupture, was reported. The root cause of the patient's symptoms are unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). No patient name or contact information was provided, therefore no follow up can be completed. Should additional information become available, this case will be reopened and reassessed. This report is for the right side.